Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability - additional. H2: additional information/device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes ¿ additional.

Event description:
It was reported that there was a trend arrow issue. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and passed. Receiver functional test was performed and passed. A review of the receiver logs was performed and a trend arrow issue was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.